Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band remains implanted.

Event description:
It was reported by the consumer that the band has been adjusted at least eight times with no restriction. The surgeon suspects a band leak as the volume in the band has been less on subsequent fills. No further evaluation has been done to confirm the leak.